Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as traces of liquid adhesion on the chassis and ap board were identified. The reported event (no image displayed) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (no image displayed) could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there was no image displayed while using the 260 series scope on the video system center. The device was inspected before use. The issue occurred during a therapeutic, endoscopic mucosal resection (emr) procedure while switching from a gif-xz1200 to gif-q260j for treatment. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.